Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, 00596404210 - articular surface - 62787604, 00597206535 - patella - 62820821, 00598604701 - tibial component - 62870092. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00456, 0002648920-2020-00065, 0002648920-2020-00066.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient reports that he experiences pain when lying in bed on his side. It was also noted that he hears a popping or clicking noise when going from a sitting to standing position.